Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was found unconscious and ems was called. At the time the patient was found, the patient¿s cgm was in a sensor failure state. It was unknown what the patient¿s last known cgm value was prior to the sensor failing. It was also unknown when the patient became aware of the sensor failure, or if the patient was ever aware of it prior to her loss of consciousness. The patient was transported to the ER. At the ER, the patient¿s bg level was 995 mg/dl. The patient was reported to be in a coma for 2-2.5 days and was treated with an IV insulin drip. It was also stated that the patient¿s cgm device and omnipod insulin pump were inserted into scar tissue ¿which prevented accurate glucose sensing and insulin delivery¿. The patient cgm device was removed during the hospitalization. The patient was discharged on (B)(6) 2026 and was ¿awake, alert, and medically stable¿. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.